Event description:
It was reported that the touchscreen was not always functioning in an arctic sun device. Allegedly problems with flow or temperature noticed. Per review of wo on 22oct2025, device was used on patient and no impact reported. Per follow up information received via mail on 29oct2025, device would be sent to task management depot for repair. Device has not been serviced yet. Patient could complete therapy on original device.

Manufacturer narrative:
Bd has determined that this issue was confirmed as use-related (no impact to the patient). This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is due to touchscreen not being cleaned properly. We saw that the touchscreen was very greasy/dirty. This could cause the problems with the touch screen. We calibrated the touch screen and no further issues with the touch screen did occur. Issues with flow and temperature. Unconfirmed at depot, no repairs needed. Functional test, temp in connector testing, calibration, electrical safety test. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Chapter 7 ¿ maintenance and service: cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information. External surfaces. Clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touchscreen was not always functioning in an arctic sun device. Allegedly problems with flow or temperature noticed. Per review of wo on 22oct2025, device was used on patient and no impact reported.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.